Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012; 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high number of short ventricular intervals had been observed on the right ventricular (rv) lead. It was noted that the left ventricular (lv) lead was in the right ventricular lead port of the device and vice versa. The lead remains in use. No patient complications have been reported as a result of this event.